Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed opening on posterior side assessed as fold flaw opening, observed broken and opening on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "possible rupture". Device has been explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "possible rupture". The device remains implanted.